Event description:
Pt's mother contacted dexcom tech support on (B)(6) 2011 to report that, upon removal of sensor due to sensor error, that she noticed that the sensor was shorter than expected. Pt's mother reports that pt is not experiencing any discomfort at the site of insertion.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.